Event description:
It was reported that the user experienced persistent hyperglycemia with meter readings displaying ¿high,¿ including a period over 400 mg/dl for many hours, while using the ilet system and subcutaneous insulin by pen, with misuse noted in the form of repeated meal announcements to correct highs and an outside insulin injection without disconnecting that interfered with algorithm function. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and user education without hospitalization. Investigation included review of device reports, assessment of user-reported history, and guided walkthrough of the startup process after an attempted user-initiated reset. Investigation of this case revealed user technique issues, including using meal announcements as correction and administering an external injection while connected, which disrupted automated insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was use error contributing to hyperglycemia with cause otherwise unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.